Manufacturer narrative:
H10: d10 - the device returned on 8/19/2019 for investigation. One used list # 123360405, ls clv plmset n-dehp; lot # unknown was returned for investigation. The complaint of leakage on the returned 123360405 ls plum set can be confirmed. The leak was observed from the secondary port between the cassette and the microclave due to a crack in the plastic. There was also damage to the threads of the microclave. The probable cause of the crack and damage to the microclave is due to an unintentional over tightening of a mating device on the microclave during use. The device history review (DHR) review could not be completed since no lot number was provided. Additional information in section g1.

Manufacturer narrative:
The device is available for evaluation. It is yet to be received.

Event description:
The event involved a plum tubing set from oncology that the customer reported leaking during the infusion after it was put into the pump and resulted in a chemo spill. There was no more information provided.